Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services discussed testing the system. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating a 1.1 joule shock was delivered to test the system and the shock impedance was 60 ohms. Following the shock, the shock lead impedance measurement was 119 ohms. The device remains in service. No additional adverse patient effects were reported.